Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and insulin squirt out during manual prime. The customer blood glucose level was 360 mg/dl. Troubleshooting was performed. Customer was disconnected insulin pump during prime. Customer states insulin pump not bumped or dropped or no water contact. Customer states drive support cap was not damaged or flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (escape and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify compromised forced sensor system alarm and perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.